Event description:
Pt was under IV sedation. Surgeon was in process of placing gastrostomy tube with endoscope assistance when upon pulling the gastrostomy tube back into stomach for placement, the wire loop attachment of gastrostomy tube pulled loose. The surgeon attempted to insert another tube, but was unable to do so due to hole in stomach which allowed air to escape into the peritoneum. X-ray was performed to confirm air leakage. Pt was then taken to operating room, put under general anesthesia, and laparoscopic gastrostomy tube placement was performed.